Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed and the reported failure (c-34 errors) was confirmed and reproduced. The log showed the error occurred in the field. The c-34 error occurred at start-up. Monopolar cut activation and m-11 errors occurred during bipolar coagulation activation on the unit that was placed on a surgeon side console and was run in normal mode. The root cause was attributed to a high frequency voltage issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu); however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the vision system (vs) had issues with their erbe. Technical support engineer (tse) reviewed the logs and found c-34 error and also c-84 sand m-11 errors. The site had bipolar issues, and they swapped out instruments and power cords however the issue remained. Site also had issue with monopolar and bipolar and they also swapped out instruments and power cords. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter explained that the energy cord was initially connected incorrectly, but the issue was resolved after they replaced it with a new one and connected it properly. The procedure was completed as planned to use the same erbe. Patient information was not available.